Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was aborted. A philips field service engineer (fse) went on site, and the customer reported that the system displayed "generator is busy starting up" and could not expose the radiation. The analysis of the system log file found that the tube arcing error code. During the troubleshooting, the fse inspected the anode and cathode cable ends in the e-cabinet, where the anodes had failed. The issue was resolved by replacing the high voltage cable, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.